Event description:
Reporter stated that a peritoneal dialysis pt experienced hypoglycemia coincident with external therapy (a labeled interferent for the test strips). Reporter stated that pt's blood glucose was measured at 6:00 am, using the advantage system, with a result of 5.6 mmol/l. Two hours later, pt was reportedly found with slurred speech. No treatment was reported at this time. At 9:40 am, pt's blood glucose was reportedly retested on the advantage system with a result and 5.5.mmol/l. Reporter stated that, at 10:10 am, an add'l sample was obtained from the pt and was sent to the facility's lab for testing. At 10:45 am, pt was reportedly unresponsive. Again no treatment was reported. Reporter stated that pt's blood glucose was measured at 11:30 am, using the advantage system, with a result of 5.5 mmol/l. At 12:30 pm, the lab reported that pt's blood glucose was 1.2 mmol/l. Fifteen minutes later, pt's glucose was retested on the advantage system with a result of 4.8 mmol/l. No treatment was reported at this time. At 1:45 pm, pt was reportedly treated with 50% glucose solution (amount and administration route not provided). At 2:09 pm, an add'l sample was sent to the lab for testing. An unspecified time later, the lab reported that pt's blood glucose was 1.3 mmol/l. At 2:45 pm, pt's blood glucose measured 14.6 mmol/l on the advantage system. Reporter did not indicate if pt received any add'l treatment for hypoglycemia. No info about pt outcome following the event was provided. No product was returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.